Event description:
It was reported that during a lsh procedure, the tissue pad came off of the device and fell into the pt. It was retrieved. They got a second device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info not available, device not returned for analysis.